Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that following the delivery of appropriate high voltage therapy, a clicking noise was heard from the device. The patient was stable and there were no adverse consequences. Further information was requested but was not received.